Event description:
Customer reports the nurse received an electrical shock when the main cable became trapped between the collar and the shaft of the roll stand. The main cable was cut and proceeded to make the roll stand "live".